Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: received a forwarded message from sa pathology supply department from one of their collection centre re: 'faulty tubes' forwarded email below: morning (B)(6), I am sending 5 trays of faulty tubes back to you. Lithium hep gel pstii 8ml. Requisition: (B)(6). Kind regards (B)(6) support services assistant, patient services (northern). Upon conversation by bd rep to the customer reporting, it was found that the issue raised was that of a collapsed tube. It only affected a small number of tubes in the tray. Most of which were located at the outermost row.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: bd received samples and photos from your facility for investigation. The samples and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: received a forwarded message from sa pathology supply department from one of their collection centre re: 'faulty tubes' forwarded email below: morning (B)(6) I am sending 5 trays of faulty tubes back to you. Lithium hep gel pstii 8ml. Requisition: 72621497. Kind regards dawn caruso support services assistant, patient services (northern) upon conversation by bd rep to the customer reporting, it was found that the issue raised was that of a collapsed tube. It only affected a small number of tubes in the tray. Most of which were located at the outermost row.